Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty inserting the reported screws during surgery on (B)(6) 2015. Eventually, the surgeon was able to insert the reported screws. The surgery was complete with a delay, but the specific length of the delay is unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.